Event description:
It was reported that (1) mcl20 and (1) mcm30 device was used during a unk procedure. It was reported by the rep that the clips misfired while clampling vessels. The surgeon complained that the clips were scissoring. Also, multiple clips fired at a time. The surgery was delayed approx 15mm, vessels were quite "torn". A note indicated that there was "excessive bleeding approx 600cc." All four of the instruments involved were used on the same case. There was extended or time by 15 mins. It is unk how the case was completed.